Event description:
It was reported that approximately six weeks post implant of the implantable pulse generator (ipg) system that the right atrial (ra) lead dislodged into the right ventricular (rv). The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.